Manufacturer narrative:
(B)(6). Product background: the opt970 optiflow+ tracheostomy direct connection is a patient interface used for delivery of humidified respiratory gases directly into the patient's tracheostomy. The interface is held in place by a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's tracheostomy. Additionally, a tubing clip (attaches to the patient's clothing/bedding) is provided to support the weight of the circuit and prevent the tubing from being dislodged. Method: the complaint opt970 optiflow+ tracheostomy direct connection was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Results: visual inspection of the opt970 optiflow+ tracheostomy direct connection revealed the tubing was torn near 3-way connector and several parts of the tubing were found stretched. Conclusion: conclusion: f&p was unable to determine the exact cause of the observed damage to the opt970 optiflow+ tracheostomy direct connection. However, the healthcare facility stated that the patient was being lifted into bed and damage to the tubing of opt970 optiflow+ tracheostomy direct connection was observed, and the desaturation occurred. Based on our knowledge of the product and our observation that the tubing was stretched, the reported damage is likely to have been caused by the tubing being subjected to excessive force during patient lifting onto the bed on the basis that the desaturation also occurred at the time of lifting. The opt970 optiflow+ tracheostomy direct connection user instructions state "do not crush or stretch tube, to prevent loss of therapy". F&p's manufacturing controls for the optiflow+ adult nasal cannula include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. Manufacturing controls are in place during production to inspect 100% of the manufactured units. The optiflow+ adult nasal cannula is also inspected for any assembly defects, including confirmation the swivel and 3-way connector are connected with the correct engagement. Any product that fails these inspections is disposed of. The subject opt970 optiflow + tracheostomy direct connection would have met the required specifications. The user instructions which accompany the opt970 optiflow + tracheostomy direct connection show in pictorial format the correct placement and fitting of the connector, including ensuring the lanyard and the tubing clip are appropriately attached. The user instructions also state: "the lanyard is designed to minimize loading and movement of the tracheostomy tube. Secure the lanyard properly to avoid accidental decannulation or airway damage." "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A healthcare facility in ontario reported via a fisher and paykel (f&p) field representative that the tubing of an opt970 optiflow+ tracheostomy direct connection was found damaged after two days of patient use. The healthcare facility reported the sequence of events as follows. On (B)(6) 2023, the patient was being lifted into bed. The tubing of the opt970 optiflow+ tracheostomy direct connection was found damaged. The patient then desaturated to 73%. The opt970 optiflow+ tracheostomy direct connection was replaced and the fio2 was increased to 100%. The patient's saturation then improved to 90%. Following this the patient was unable to maintain their saturation level as it dropped to 85%. The patient was then placed on a ventilator. There were no further reported patient consequences in relation to this event however a similar event for the same patient had occurred two days earlier, this is reported separately (our reference (B)(4)).

Event description:
A healthcare facility in ontario reported via a fisher and paykel (f&p) field representative that the tubing of an opt970 tracheostomy direct connection was found damaged after two days of patient use. The healthcare facility reported the following sequence of events, on (B)(6) 2023, at 1630 hrs, when the patient was being lifted into bed it was observed that the tubing of the opt970 was damaged. The patient then desaturated to 73%. The interface was replaced and the fio2 was increased to 100% and the saturation improved to 90%. Following this the patient was unable to maintain their saturation level as it dropped to 85%. The patient was then placed back on a ventilator. There were no further reported patient consequences in relation to this event however a similar event for the same patient had occurred two days earlier, this is reported separately (our reference (B)(4)).

Manufacturer narrative:
(B)(4). Product background: the opt970 optiflow + tracheostomy direct connection is a patient interface used for delivery of humidified respiratory gases directly into the patient's tracheostomy. The interface is held in place by a lanyard to support the weight of the circuit and prevent the tubing being dislodged from the patient's tracheostomy. Fisher & paykel healthcare (f&p) is currently in the process of retrieving further information and the subject opt970 optiflow + tracheostomy direct connection for evaluation. We will provide a follow up report upon completion of our investigation.